Event description:
It was reported that during a sigmoid procedure, cracked sleeve. Several plastic fragments of the sleeve fell in the pt. The surgeon recovered a few fragments but is not sure if all were removed from the pt. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.